Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience of clips scissoring could not be replicated or confirmed as all clips loaded and closed properly. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: [name of institution]. Report from the sales rep. The facility staff noticed that the clips were scissoring during the procedure. The case was completed with the new one. Initial investigation report. The event unit was returned to us. There were no abnormalities on the jaw. (Pic.1) the unit will be returned to amr for further evaluation. Admin# c23095347. Products available for return: 1 device, 1 package. Patient status: no patient injury. Intervention: the case was completed with the new one.

Event description:
Procedure performed: unknown. Event description: [name of institution]. Report from the sales rep: the facility staff noticed that the clips were scissoring during the procedure. The case was completed with the new one. Initial investigation report: the event unit was returned to us. There were no abnormalities on the jaw. (Pic.1) the unit will be returned to amr for further evaluation. Admin#: (B)(4). Products available for return: 1 device, 1 package. Patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.